Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 1293 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. No bends or kinks were observed in the exposed portion of the soft cannula. A leak test found that fluid flowed through the fluid path but exited prematurely due to a tear in the soft cannula. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 245 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels despite the delivery of boluses, patient found pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. Patient also reported the pod's cannula was found to be bent upon removal. As treatment, a new pod was applied. The patient's blood glucose history is as follows: (B)(6).